Event description:
The customer reported, physicist's report says the difference between the desired kv verses the measured kv is greater than 5%.

Manufacturer narrative:
The service rep performed the following: measured fluoro kv at 60kv (measured 58.5kv), at 90kv (measured 89.2kv) and 120kv (measured 118.0kv). Measured 1mm film kv at 60kv (measured 58.9kv), 90kv (measured 86.3kv) and 100kv (measured 96.6kv). Measured .3mm film kv at 60kv (measured 58.7kv), 90kv (measured 86.8) and 120kv (measured 115.7). The error between the displayed kv and the measured kv is within factory specifications (within 5%). System operating as intended.